Event description:
It was reported that this device delivered 5 inappropriate shocks and one round of inappropriate anti-tachycardia pacing (atp) due to an atrial arrythmia episode. Technical services (ts) recommended device reprograming. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 device code. Replacing the code for premature battery depletion to inappropriate shock.

Event description:
It was reported that that this device delivered 5 inappropriate shocks and one round of inappropriate anti-tachycardia pacing (atp) due to an atrial arrythmia episode. Technical services (ts) recommended device reprograming. No adverse patient effects were reported.